Manufacturer narrative:
(B)(4). Final analysis found a leaky c4 capacitor which resulted in battery depletion and high current drain.

Event description:
It was reported that the patient presented in the emergency room for unrelated reasons to the pacemaker. Upon attempted interrogation of the pulse generator, it could not be interrogated. The patient did not undergo any procedures or MRI since the implant of the device. On (B)(6) 2016, the device was explanted and replaced. The patient was in stable condition.